Manufacturer narrative:
The report of ¿high impedance¿ was confirmed. Analysis of the returned lead a found an area, at approx. 26.7cm from the stimulation end, where all internal wires were broken. The cause of the fractures are unknown as there were no reports, prior to the reported event, of the patient having any falls or trauma.

Event description:
It was reported that patients lead had high impedances and patient was unable to set ipg to MRI mode. X-ray imaging revealed patients lead was fractured. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein patients system was explanted to address the issue. The investigation was unable to determine the lead that associated with the issue.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: a000120361. Date of event is estimated.